Event description:
It was reported that the patient with this pacemaker stated feeling unwell, experiencing lightheadedness, dizziness, and a sensation of possibly passing out. The patient also mentioned that this device was not functioning consistently and planned to visit a physician or hospital. Technical services (ts) referred the patient to the physician even though the patient was already en route to seek medical attention. This device remains in service. No adverse patient effects were reported.